Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that transmitter stopped working occurred. Product and data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the logs was performed and signal loss was found within the investigation window. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of a transmitter stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.